Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failure alarm (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer blood glucose level was 8.2 mmol/l. Customer successfully clear the alarm and able to complete rewind the insulin pump. The device will be returned for analysis.